Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found.

Event description:
It was reported the device was explanted and replaced because the pocket tissue was 'macerated.' It was further reported the site appeared discolored and when the pocket was opened, the physician 'did not like' the appearance of the tissue around the device and decided to remove it. No further patient complications were reported as a result of this event.